Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of a leadless implantable pulse generator (ipg) the patient experienced atrial flutter. The patient received cardioversion. The leadless ipg remains in use. The patient is a member of a clinical study. No further patient complications have been reported as a result of this event.